Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device 8110 (s/n (B)(4)), with channel error displaying calibration required. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device 8110 (s/n (B)(4)), with channel error displaying calibration required. Explained problematic fault of calibration required to device. Customer recognizes error display of 13-1033-149. Step customer through calibration process. Informed customer that the preventive maintenance task needs to be executed, after the calibration process. Customer will call back, if any further concerns need to be addressed. End call.